Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call replace battery now alarm on the insulin pump. Customer¿s blood glucose level was 57 mg/dl. Troubleshooting for the replace battery now alarm was performed. Customer received the replace battery now alarm for a second time after a low battery warning. Customer advised the insulin pump would beep constantly. Customer advised they replaced the battery on the device and the issue remained unresolved. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the self test, sleep current measurement, active current measurement, and the displacement test. Pump trace download analysis confirmed the pump alarmed power loss, low battery, and power error 25. The power management tool confirmed power loss, low battery, and power error 25 alarms were triggered when the battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance printed circuit board. After disconnecting and reconnecting the internal battery connector on printed circuit board, the pump was monitored and functioned properly. No unexpected replace battery now alarms noted. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.